Event description:
Customer called to report that the insulin pump alarmed no delivery during the bolus procedure. Customer reported that they were recently hospitalized for high blood glucose levels. Customer's blood glucose reading ranged between 485-573 mg/dl. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Customer was also advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.